Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: medical device code a15 captures the reportable issue of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. The control wire was partially pulled out from the handle, providing evidence that the customer experienced difficulty releasing the clip from the catheter. Microscope examination was performed, and it was noted that no issues were found on the device. Dimensional analysis was performed on the outside diameter of the bushing, and it was noted to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and b were within specification. Further dimensional analysis was performed on the braided shaft, and the lengths of various parts were within specification. It was also noted that the flattening wire was confirmed to be within specification. No other issues with the device were noted. The reported event was not confirmed as the device had evidence of a full deployment. This issue is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. A ship history review was performed to identify the most probable lots, and no matching lot numbers were found. Therefore, a DHR history review on the most probable lots was also unable to be performed. However, boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications prior to distribution. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications. Block h11 (correction): section e has been corrected using the nurse's details below as it was the nurse who reported the event. Block e1 (initial reporter title, initial reporter first name and last name, initial reporter phone, initial reporter email) block e3 (occupation).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was placed over a bleeding and was able to grasp and lock onto tissue. When it was supposed to be released from the delivery catheter and stages of deployment were felt, the clip failed to release. The clip was teared away, and the tissue started to bleed even more but the clip also eventually released. It was also noted that the spring in the handle broke. The procedure was completed successfully with another resolution 360 clip device. The patient was not admitted beyond the standard of care and is reported to fully recover.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was placed over a bleeding and was able to grasp and lock onto tissue. When it was supposed to be released from the delivery catheter and stages of deployment were felt, the clip failed to release. The clip was torn away, and the tissue started to bleed even more but the clip also eventually released. It was also noted that the spring in the handle broke. The procedure was completed successfully with another resolution 360 clip device. The patient was not admitted beyond the standard of care and is reported to fully recover.